Manufacturer narrative:
Company comment: the event of injection site haematoma has been assessed as unrelated to the treatment, the pt received dysport in this area. The event of (B)(6) test have been assessed as unrelated to restylane and restylane-l, (B)(6) has not been medically confirmed and has been assessed as possibly related to device misuse (using save syringe). The other suspect medical device identified in this report, restylane, has been reported as mrn # 2032896-2011-00041.

Event description:
On may 27, 2011, a spontaneous report was received regarding a (B)(6) y/o female who received an injection of restylane (cross-linked hyaluronic acid dermal filler) and an injection of the restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On july 15, 2011, add'l info by a registered nurse (the injector) was received from a company rep. Based on the info received, the case was upgraded to serious, unexpected. Medical history included previous unspecified aesthetic treatments on unk dates with no adverse experiences and cold sores. The pt's skin type was fitzpatrick ii-iii. Concomitant medications included valtrex (valacyclovir hydrochloride). The pt received an injection of restylane (syringe size used and amount injected unk) and an injection of restylane-l (syringe size used and amount injected unk) on (B)(6) 2011 to the tip, marionette line, under the tip, and corner of the mouth. Pre-procedure medications included topical benzocaine. Add'l procedures performed at time of implantation included a 60 unit injection dysport (abobotulinumtoxina) around the eye and crow's feet (30 units to each eye). The pt reported that she was injected by a registered nurse, who the pt identified as her former employer. On an unspecified date in (B)(6) 2011, after the plantation, the pt, who identified herself as a registered nurse, developed a bruise on one eye. Within 36 hours of the injection, the pt developed cold sores under her left lip and nostril area. The pt further reported that she considered the cold sores to be atypical as she typically did not get them in that location. On an unspecified date in (B)(6) 2011 (reported as "at a later date"), the pt discovered that the product she was injected with had been used on another pt prior to her treatment and may have been expired. The pt reported "the product had been used on another pt previously also had a history of cold sores" (this was not medically confirmed). As of may 27, 2011, the pt's cold sores persisted. The pt had not been medically evaluated or treated for the reported events. The pt had not spoken to a physician, but planned to on (B)(6) 2011. On (B)(6) 2011, the pt was evaluated by an infectious disease physician. The pt did not receive a diagnosis or treatment for the reported events. On (B)(6) 2011, the pt had blood drawn for "various kinds of hepatitis" and was also tested for (B)(6). As of june 14, 2011, the test results were pending. The pt further reported she was told she would have to wait several more months to see if she contacted anything. The pt reported the injecting registered nurse felt the cold sores were unrelated to the restylane and restylane-l injections. The lot number and expiration date for the restylane and restylane-l were reported as unk. The pt refused to provide healthcare provider contact info. On july 15, 2011, add'l info by a rn, who identified herself as the injector, was received from a company rep. The rn confirmed the pt was a former nurse injector from the injecting clinic, which was now "defunct." The rn reported that the injecting clinic had saved syringes, contrary to the training that had been provided. On an unk date, the pt received a 0.3 cc injection of restylane using a saved syringe, after a new needle had been placed prior to storage. As of july 15, 2011, the pt claimed that the injection had given her (B)(6) (not medically confirmed.) The injecting registered nurse's opinion of causality and severity of the events were not reported.